Event description:
An attempt to advance a coronary stent with delivery system to the target lesion site located in the pt's right coronary artery was unsuccessful due to proximal vessel tortuosity. In response, a second attempt was made to advance the sds with the protective sheath retracted; however, this attempt was unsuccessful as well. Upon withdrawal of this sds, the stent became dislodged from the balloon catheter and embolized to the peripheral circulation. There were no attempts made to retrieve the stent and no pt complication were reported. There were no additional complications reported relative to this event.